Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158

Event description:
It was reported that the patient sought medical attention at the emergency room on 11-nov-2026 with diabetic ketoacidosis. The patient¿s blood glucose levels rose to 600 mg/dl while wearing the pod between 4 and 24 hours. It was reported that attempts to bring the patient¿s blood glucose levels down were made by administering multiple doses of insulin through the pod, however this was unsuccessful. The patient¿s parent reported they were unsure that the cannula was properly seated in the infusion site. The patient was reported to be ¿acting funny¿ and it was reported the patient had high levels of ketones (method of measurement and values not provided). The patient was treated with an unspecified intravenous drip until their blood glucose levels measured back within normal range. The patient was released after 2 hours. The patient continued treatment with a new pod 48 hours after release from the emergency room.